Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (code 107 - multiple abnormal shutdowns) is under investigation. As received the monitor failed incoming functionality testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 107 (multiple abnormal shutdowns).

Event description:
A us distributor reported that a patient's monitor was producing service code 107 (multiple abnormal shutdowns).

Manufacturer narrative:
Follow up report - device evaluation (06/07/2018): device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107 - multiple abnormal shutdowns) was confirmed. As received the monitor failed incoming functionality testing. The cause of the failure and abnormal shutdowns was a thermally damaged an esd protection diode array, esd3, on the monitor computer/analog board. The root cause of the defective esd3 component was unable to be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (code 107 - multiple abnormal shutdowns) is under investigation. As received the monitor failed incoming functionality testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.